Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient was in the hospital on (B)(6) 2016. Reason for hospitalization was not reported. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of the event. There was no alleged device malfunction. Additional event or patient information was not provided.